Event description:
It was reported a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. On the same day, the patient started treatment with vancomycin (intraperitoneally (ip) 2 grams, once) and gentamycin (ip, 100 gram, once) for peritonitis. Two days later, the patient was hospitalized for peritonitis. Treatment for peritonitis while hospitalized was unknown. The cause of the peritonitis was unknown. At the time of this report, the patient remained hospitalized and peritonitis was ongoing and unchanged. Pd therapy was ongoing. No additional information is available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13i06037 and h13h28033 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).